Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up it was noted that the patient had received inappropriate therapy for an svt. The device was reprogrammed. Patient condition was good and stable.